Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be normal wear of a system component after six years of operation. The investigation showed that the error described was due to tube impact. The returned x-ray tube was in operation for approximately 6 years and showed signs of wear within the normal range. No error accumulations are known for the error described and the spare part consumption of this wear part is far below the specified threshold value. The affected system was repaired by the local service organization by replacing the complete single tank (including x-ray tube). The error described did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis avantic gen 2 system. A patient procedure could not be performed with co2 contrast medium. Therefore, the procedure was completed using conventional contrast media. There is no report of impact to the state of health of the patient involved.